Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the hi-pot test. Service investigation revealed the distribution node (dn) to rear te cable pulse wire was shorted. The shorted wire caused the test failure. The root cause for the shorted pulse wire was unable to be positively determined. No adverse event resulted from the shorted pulse wire. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the hi-pot test. The last patient to use this electrode belt did not report any deficiencies.